Manufacturer narrative:
It was reported that gloves would not fit a large or x large size hand, even though it said "one size fits most" it was not even close. And the hand fell with the guidelines for sizing grid on the box. When they try to put on the gloves they are too small and tearing. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, gloves would not fit a large or x large size hand, even though it said "one size fits most" it was not even close. And the hand fell with the guidelines for sizing grid on the box. When they try to put on the gloves theyare too small and tearing.